Event description:
It was reported that the arctic sun device had issue regarding water percentage was low. They personally set up the machine and similar alerts were going off. The device took longer than usual to get to an acceptable flow rate. In their opinion the device was problematic and should be checked. Per review of wo on 02may2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had issue regarding water percentage was low. They personally set up the machine and similar alerts were going off. The device took longer than usual to get to an acceptable flow rate. In their opinion the device was problematic and should be checked. Per review of wo on 02may2024, there was no patient involvement. Per sample evaluation results on 10jul2024, it was reported that the failed circulation pump contributed to flow issues.